Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 17 mg/dl. The customer stated that she has been taking steroids and treatments for other health issues, which may have contributed to the low blood glucose levels. The customer also reported that she lost her transmitter. Advised her that a replacement would be sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-00634.